Event description:
A customer contacted stryker to report that their device had intermittently powered off during patient monitoring. It was also observed that the device logged an event code which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and observed that the event code was logged but there was no issue with the device to deliver energy. The reported other issue of unexpected shut down could not be duplicated or verified. After clearing the codes from the memory of the device and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had intermittently powered off during patient monitoring. It was also observed that the device logged an event code which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the key log and was able to confirm the event code.